Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device overheated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The service technician analyzed the device and confirmed that it failed for heat. The device was scrapped by stryker.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device overheated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.